Event description:
Reportedly, the subject pacemaker did not pace after connection to the leads. The device was placed several times inside and outside the pocket without success. As the patient was pacing-dependent and symptomatic, it was decided to implant another eno dr, which paced immediately. Preliminary analysis of the returned device did not reveal any anomaly.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker did not pace after connection to the leads. The device was placed several times inside and outside the pocket without success. As the patient was pacing-dependent and symptomatic, it was decided to implant another eno dr, which paced immediately. Preliminary analysis of the returned device did not reveal any anomaly.